Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The contact called tandem's technical support for assistance with determining the reason for why the pump displayed 3:00 hours for a bolus to be delivered. Tandem technical support confirmed that the customer had a setting of 3 hours for the insulin duration and educated the customer that a bolus request does not take much longer than a few minutes to deliver. The contact understood the explanation provided. Reportedly, the contact was unsure if blood glucose level had been impacted.